Event description:
A report was received that the patient underwent explant procedure due to a broken lead inside the patient's back. The patient was doing well following procedure.

Event description:
A report was received that the patient underwent explant procedure due to a broken lead inside the patient's back. The patient was doing well following procedure.

Manufacturer narrative:
Additional information was received that the physician believes there was device malfunction as the leads have turned out of the battery. There was no confirmation that there was breakage to the lead. The lead was just disconnected to the ipg. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent explant procedure due to a broken lead inside the patient's back. The patient was doing well following procedure.

Manufacturer narrative:
(B)(4).